Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) the balloon was scratched due to a force during use. 2) the balloon was broken and had a pin hole due to a force during inflation. However, a further root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the disposable balloon catheter's balloon punctured when it was inflated. This occurred during a pulmonary cryobiosis procedure. There were no reports of patient harm.